Event description:
A low readings issue was reported with the adc device. Customer received unspecified low sensor scan results and experienced "felt shakiness", dehydration and a loss of consciousness. Ambulance was called but it is unknown if any treatment was provided. Customer has refused to provided additional information regarding the medical event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. It should be noted that during the course of troubleshooting it was identified the customer was using expired test strips to test. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. DHR(device history review) for the freestyle freedom lite meter were reviewed and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. Dhrs for thefreestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was not performed for freestyle strips as strips was expired. Meter (B)(6) has been returned. Visual inspection has been performed on the meter and no issues were observed. Meter powered on with button and test strips insertion. Control solution testing has been performed and all results were within range specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer received unspecified low sensor scan results and experienced "felt shakiness", dehydration and a loss of consciousness. Ambulance was called but it is unknown if any treatment was provided. Customer has refused to provided additional information regarding the medical event. There was no report of death or permanent impairment associated with this event.